Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered an inappropriate shock for t-wave oversensing (twos) post ventricular sense during a clinical ventricular tachycardia (vt) episode. Reprogramming was conducted; however, the patient went home, and a second shock was delivered for the same scenario. It was further reported that artifact was noted on the electrogram and the lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained high rate episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.